Event description:
Reported blood glucose results of "223 mg/dl and 149 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient had no control to check the product. No injury was reported. The product was replaced.